Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon interrogation, the ICD (implantable cardioverter defibrillator) exhibited possible myopotential oversensing and led to non-sustained right ventricular oversensing (nsrvo). The patient was seen in clinic. Programming changes were made. The patient would continue to be monitored.